Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2020. The patient was stable throughout.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported device code: 1036- signal artifact. The correct code to supersede the initial device code should be 1661- under-sensing.